Event description:
The complainant alleged that during a routine shift check by a clinician a "status 51" message was displayed on the screen. The complainant indicated there was no pt involvement with this reported fault.